Event description:
Initial result for a patient troponin t was 0.189 ng/ml. When repeated, the result was <0.010 ng/ml the incorrect result was not used to guide therapy. The field service representative was unable to determine a cause for the discrepancy.